Event description:
The reporter stated that the surgeon was using a competitor's lens with the mtc-60cfp cartridge and the haptic tore off during loading of the cartridge into the injector. There was no pt contact or injury. The reporter stated that the likely cause was due to the cartridge.

Manufacturer narrative:
Eval: a cartridge, injector and foam tip plunger lot number search was performed for similar complaints. There was one similar found for the cartridge, three similar complaints for the injector and one similar complaint for the foam tip plunger.